Manufacturer narrative:
(B)(4). The lot was manufactured from february 4, 2015 to february 5, 2015. The device was received for evaluation. Visual inspection revealed white particulate 1.07 mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had white particulate matter in the balloon. This was identified during filling with an unknown drug. There was no patient involvement. No additional information is available.